Event description:
The rptr has received er1 messages before and thinks that she didn't put enough sample on the strip. She retested and got a low-normal result. She did not seek medical attention and there was no allegation of harm.